Event description:
It was reported that solis vip ambulatory infusion pump alarmed ?cassette not attached properly'. No patient or clinician injury.

Manufacturer narrative:
Other, other text: b5: additional information received and attached by ICU medical on 18-feb-2022. Both failures were upon turning the unit on and preparing for use. No patient use. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was duplicated, the reported "cassette not attached properly" problem was duplicated. Found downstream occlusion sensor was not functioning. The defective dso (downstream occlusion) sensor was replaced. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that solis vip ambulatory infusion pump alarmed ?cassette not attached properly'. No patient or clinician injury.